Event description:
It was reported that "when final tightening the small connectors the set screw continued to "spine" without ever "locking" onto the rod.

Manufacturer narrative:
Add'l info has been requested,and if made available,will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.